Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the tip glass/metal cap were present and functional testing did not identify any sign of breaks along the fiber body. However, analysis identified a distal circumferential fracture; therefore, the reported event is confirmed. A distal circumferential fracture has the potential for forward firing. Analysis identified moderate detritus adhesion on the metal cap surface which is indicative of tissue contact. It is probable that the tissue adhesion contributed to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. The glass cap exhibited some significant devitrification at output window. The metal cap exhibited some significant charred detritus adhesion on surface, indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify signs of breakage along the fiber length. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber broke and started to fire forward after 279 joules and 32 minutes of use without any specific reason or error in handling. The procedure was completed with a resection loop technology without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber broke and started to fire forward after 279 joules and 32 minutes of use without any specific reason or error in handling. The procedure was completed with a resection loop technology without clinical consequences to the patient.